Event description:
Actually burned her skin and she have a small area where it actually burned her skin off [thermal burn]. Feeling like irritation to skin [skin irritation]. She did see redness actually she did for about an hour or more [erythema]. Actually burned her skin and she have a small area where it actually burned her skin off/top layer peeled [skin exfoliation]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), device lot number l20120, expiration date 11/2017, from (B)(6) 2015, daily (one wrap in a day) for shoulder area. The patient medical history was not reported. There were no concomitant medications. The patient previously took back wrap (thermacare heatwraps). It was reported the patient started feeling like irritation to skin, she thought maybe she was having some reaction which was strange because she had used their back wrap before so she ended up taking it off because she placed it on her right shoulder area and it actually burned her skin and she had a small area where it actually burned her skin off on (B)(6) 2015. She mentioned that it's on the shoulder area, there is a little "patch", it was very small but that whole area was very sensitive like "we get sunburn it was that sensitive". The patient mentioned that there was no drainage of pus from the burn, it was on the very top layer "peeled". She mentioned that there are no associated symptoms, like pain, fever, rash or swelling none of that, only thing is that it very sensitive to touch that whole area like people that get sunburn their skin are very sensitive, no redness, she did see redness mentioned as she did for about an hour or more, she put on some neosporin stuff/pain relief on it. When asked for the degree of burn she mentioned that it is just that first small layer of skin very thin layer, it was not that deeper burn it was that little layer. She mentioned her skin tone as medium and she did not use any creams, rubs or gels under the wrap. She mentioned she had used thermacare in past and there was no defect on the wrap like cuts, tears, leaks or holes, she did not change or modify the wrap in anyway, she did not use the wrap overnight or while sleeping she used during the day; it was from 8 to 2 o'clock it was fine then in the 6th hour when it "started". She mentioned that she did not put the wrap in the microwave, she used the wrap over healthy skin, she used the wrap over the correct part of the body as shown in the picture on the shoulder area and she did not exercise while using the wrap. She mentioned she did not apply any pressure over the wrap, she did not wear more than two layers of clothing over the wrap, she did not sit or recline for a prolonged period of time and this was the first time that she was using the wrap. She mentioned that she used only one wrap in a day, she wore the wrap for almost 5-6 hours. She mentioned that no it didn't feel like it was getting too hot or anything. First time she noticed it was irritated like a feeling was coming on like she was having some reaction or something. The action taken with thermacare heatwrap in response to the events was unknown. The outcome of the events was unknown.

Event description:
Additional information: follow up (06/04/2015): this report is being submitted to amend previously reported information: the product problem box was unticked in the medwatch information form as this is a device case.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burn blister reported events thermal burn, skin irritation, erythema, skin peeling as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.